Event description:
The account alleged the bed has no head up or down functions.

Manufacturer narrative:
After checking the gci, calibrating the sensors, checking voltages at the head up and down coils and replacing the valve solenoid cartridges in the head up, the biomed replaced the hydraulic manifold to repair the bed.